Manufacturer narrative:
The stand alone pcb was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. Standalone pcb passed visual inspection and bench test. All l.e.ds were functioning as normal and fans are operating correctly. No fault found during testing. Eval code method 10 is associated with this analysis eval code result 213 is associated with this analysis eval code conclusion 67 is associated with this analysis the pcba supply board was returned to the manufacture and is under analysis at this time. Eval code method 10 is associated with this analysis eval code result 3233 is associated with this analysis eval code conclusion 4315 is associated with this analysis medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Foreign country: (B)(6). The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and during the first visit to the site they troubleshot the system and there was no output from the isolated stand alone board. They order a replacement. During the second visit the replaced the isolated stand alone board the issue was not resolved. The troubleshot again and there was no 24v delay on the power supply board. They ordered a new one. On the third visit they replaced the supply board. After clearing from the ground fault the system was working. The rebooted the system multiple time and the system was working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the pendant showed the generator was not ready ¿beeping¿. No patient was present.

Manufacturer narrative:
The pcba supply board was returned to the manufacture for evaluation. After functional testing, performance testing and visual/p hysical examination the reported issue was not confirmed. The installed the pcba supply board into a known working system. The generator and motion were ready, communication and charging were successful. 2d and 3d spins were also successful. No problem found. Eval code method 10 is associated with this analysis eval code result 213 is associated with this analysis eval code conclusion 67 is associated with this analysis medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.